Event description:
The end user stated she used one bandages to cover a growth that was removed and upon removing it to change, skin was severely red, sore, and swollen. End user that she used antiseptic to clean area and has been applying aloe alternating with vitamin e oil. End user reported she still have the shape of the bandage on her leg/thigh, but it seems to be slowly improving.